Event description:
Pt had inflatable penile prosthesis implanted 8/1/89. In 7/94, pt noticed prosthesis would not inflate and physician confirmed that fulid had been lost. The following three connectors were replaced during revision surgery: reservior, left cylinder, and right cylinder. The right cylinder connector was noted as defective, leaks.